Manufacturer narrative:
Medical device lot #: the customer provided an additional lot # 2006538. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv was damaged. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 2006538. It was reported that the valve tip snapped compromising integrity of IV set which caused the pump module to alarm.

Event description:
It was reported that as lvp 20d 3ss cv was damaged. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 2006538. It was reported that the valve tip snapped compromising integrity of IV set which caused the pump module to alarm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2020. Investigation summary a complaint that model 2420-0007, infusion set valve tip snapped compromising integrity of IV set which caused the pump module to alarm. The product was received for quality investigation. The infusion set vas visually inspected and a simulated infusion was conducted with the pump set to dispense at 100ml/hr. There was no indication of leakage throughout the tubing and no alarms of occlusion from the pump. The customers complaint could not be verified based on the results of the investigation. A device history record review could not be performed on model 2420-0007, because the correct lot number was not provided by the customer. Root cause analysis could not be determined because we could not replicate the failure mode with the sample provided by the customer. The infusion set vas visually inspected and a simulated infusion was conducted with the pump set to dispense at 100ml/hr. There was no indication of leakage throughout the tubing and no alarms of occlusion from the pump. The simulated infusion was conducted for 5 minutes without any indication of leakage and alarms of occlusion. H3 other text : see h10.